Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the device will not power on, and therefore, the front case of the keypad of a pcu module will be replaced. There was no reported patient involvement.

Event description:
It was reported that allegedly the device will not power on, and therefore, the front case of the keypad of a pcu module will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported that the device will not power on and that the front case of the keypad of a pcu module will need to be replaced was confirmed. Test results identified that when the keypad was installed on the test fixture, the returned keypad did not power on using the system on key. Device inspection: an external and internal inspection was performed on (qty 1, p/n tc10012515). External inspection of the keypad was observed to be in good condition with no irregularities observed. Internal inspection of the keypad found signs of fluid ingress where the flex cable meets the circuit layer including a damaged trace (20). Root cause analysis: electrical failure ¿ design previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a keypad was provided for investigation.